Event description:
It was reported that the haptic of a cc4204fb collamer single piece lens tore. The lens was inserted and removed. Additional information has been requested from the facility, but none has been forthcoming. If additional information is received, a supplemental medwatch will be sent.

Manufacturer narrative:
H6: evaluation codes: results: visual inspection of the returned product found one haptic torn. There was evidence of clear surgical residue. Conclusions: based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector, cartridge and foam tip plunger were not returned for evaluation.